Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #:(B)(6), ubd: , UDI#: (B)(4). This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the pt reported she is not able to charge the ins since around 5 weeks ago. The pt reported the controller screen is gray and pt stated she charged the ins last 5 weeks ago. The pt stated she was hospitalized recently - pt verified unrelated to the ins / therapy. The pt stated she needs an MRI but cannot turn the ins off. The pt plugged the controller in w/o the li battery and stated the controller had a blank screen/did not power up. The pt verified no green light on the controller. The issue was not resolved through troubleshooting. Caller said the pt got the new cord, but the controller/battery still was not functioning or turning on. Based on troubleshooting done in the first call and issue not resolved with new ac power supply, pss sent controller replacement request to repair. Ps reopened and reassigned case to send email to repair for replacement rtm and to add serial number of replacement controller and serial number of rtm into secure note. Pt called back and stated they charged their replacement controller but they still weren't able to charge their ins. Pt noted during the call that they were very weak. Pt confirmed no visible damages to the rtm and denied the rtm getting hotter than usual while recharging ins.